Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011. Report is being submitted past 30 day deadline based on retrospective review conducted 6/27/2019.

Event description:
Threads on the screw sheered off during implantation. Metal sliver found and discarded.